Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The iliac morphology and sizing are unknown. It was reported that the aneurysm was large and measured 11cm but the morphology of the aneurysm is unknown. It was reported that the fellow physician identified a type I or type ii endoleak from a CT scan but the implanting physician was not concerned. The implanting physician will medically follow the pt but has no intervention or procedures planned at this time. No clinical sequelae were reported and no add'l info is available at this time.